Manufacturer narrative:
If additional information is received, a supplemental report will be provided.

Event description:
It was reported that this right atrial (ra) lead triggered an alert for high, out of range pacing impedances. The ra lead was scheduled for a revision procedure and was previously reprogrammed around polarity, which corrected the impedance measurement that occurred just once. Various origins were discussed for the lead behavior. Other reprogramming options were discussed. The ra lead has been explanted at a surgical intervention and returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lead was returned severed approximately 45 mm from the terminal end. Only the proximal segment was returned. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the returned section found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected if additional information is received, a supplemental report will be provided.

Event description:
It was reported that this right atrial (ra) lead triggered an alert for high, out of range pacing impedances. The ra lead was scheduled for a revision procedure and was previously reprogrammed around polarity, which corrected the impedance measurement that occurred just once. Various origins were discussed for the lead behavior. Other reprogramming options were discussed. The ra lead has been partially explanted at a surgical intervention and that segment was returned for analysis at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead triggered an alert for high, out of range pacing impedances. The ra lead was scheduled for a revision procedure and was previously reprogrammed around polarity, which corrected the impedance measurement that occurred just once. Various origins were discussed for the lead behavior. Other reprogramming options were discussed. The ra lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be provided.